Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a lap cholecystectomy, the jaws did not open when the device was used on the cystic artery. The jaws were opened by returning the trigger to the home position by hand. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. The batch record was reviewed and no anomalies were noted during the manufacturing process.